Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. System logs were not available for review at this time.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a moderately sized pneumothorax, which required chest tube placement and 48 hours of hospitalization. The target nodule was about 1.3 centimeters in size and located in the left lower lobe, posterior segment, subdiaphragmatic, abutting the pleura. Instruments used under c-arm fluoroscopy during the biopsy portion of the procedure included a 21g flexision biopsy needle and compatible forceps. Staging using ultrasound bronchoscopy (ebus) was also performed. The patient was asymptomatic, but the pneumothorax was discovered via chest x ray. The patient is currently at home in stable condition. The physician believed that the ion did not cause or contribute to the pneumothorax, but rather was attributed to the location of the lesion and the patient's large body habitus: the pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.